Event description:
It was reported that the device has an issue w/ECG monitoring in the form of a noisy trace with a constant noise on the baseline. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).